Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt during the loading process using multiple syringe needles. Customer change the needle to resolve the issue. Customer's blood glucose was within range (value not provided).